Manufacturer narrative:
The referenced recent admission for the same issue was reported under medwatch MFR report #2916596-2018-05695. The heartmate 3 lvas was implanted during the momentum 3 ((B)(6)) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient was symptomatic with complaints of lightheadedness, dizziness, chest pain, and shortness of breath. Hemoglobin was 4.3 g/dl on admission. Stool was guaiac. At the time of the event the patient was prescribed aspirin and warfarin. The patient reportedly had a recent admission for the same issue. The planned transfusion for goal hemoglobin was greater than 7.4 units of packed red blood cells (prbcs). The patient was transfused a total of 4 units prbcs, all within a 24-hour period. On (B)(6) 2018 a push enteroscopy and tagged red blood cell (rbc) found no active bleeding. A colonoscopy was scheduled. The event was reported as ongoing with the site of bleeding unknown.

Manufacturer narrative:
Device evaluation: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that no evidence of gastrointestinal (gi) bleed was found. Colonoscopy revealed minimal diverticulosis in the ascending colon, 13 sessile polyps in the entire colon, and no fresh or old blood. In addition to the previously reported symptoms, the patient also had generalized weakness and exertional dyspnea. Hemoglobin was stable after receiving the 4 units of prbcs. The date of discharge/ resolution was (B)(6) 2018 and plan of care was to follow-up with advance gi in 3 months.